Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. Test with other needles: same batch - same problem, different batch - same problem. Problem encountered by several healthcare professionals. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine. This is the fourth batch we have encountered this malfunction in. "

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the sample received. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the bottom of the cannula as well as at the top near where it connects to the needle's hub. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined.